Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors including, coronary artery bypass grafting.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 68-year-old patient with a 7300tfx25 valve model implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of (1) one year and (1) one month due to valve thrombosis leading to severe regurgitation. After initial mitral valve replacement, patient was placed under anticoagulant therapy with sintrom but changed to edoxaban due to patient's difficulties to follow previous treatment. Reportedly, patient started feeling unwell and went to the hospital eight months after implant. A shadow was observed in one leaflet by echo, highly suspecting valve thrombosis. No other test was performed to confirm the thrombosis. Patient received intravenous heparin without improvement. A transcatheter valve was implanted in replacement. Patient outcome was stable condition.